Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was within normal range and did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. Customer reverted to using multiple daily injections (mdi) as a backup therapy.